Event description:
The customer reported in the nicu intralipids were ordered at 0.6 ml/hr, but were found running at 0.9 ml/hr. It was discovered that the infant received 3.8 mls according to documentation. The customer requests event log review to check the rate programmed and volume infused. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's request for a log review has been completed. A review of the associated pcu event log shows that the syringe module was initially programmed to infuse lipids 20% at 11:07 pm on (B)(6) 2013. The infusion was started at a rate of 0.9 ml/hr and ran at this rate until 8:07 am on (B)(6) 2013 when the rate was changed to 0.6 ml/hr. The infusion ran at this rate until 8:44 am. The device recorded 8.4674 ml which was delivered up to this point. The overinfusion of intralipids was confirmed in the pcu event log. The intralipid infusion was initially programmed to run at a rate of 0.9 ml/hr, rather than the ordered rate of 0.6 ml/h. The root cause of the overinfusion was found to be a user programming error.